Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a drawer unable to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4(1&2) showed disconnected. A field service engineer reseated row board connectors for both drawers, run hardware test application (hta) and passed successfully. The pharmacy technician completed an inventory of medications in both drawers. Proactive inspections process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a drawer unable to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.